Event description:
It was reported that an external fluid leak was observed on a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Facility address: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Pressure test was performed and a leak at the level of the access line post pump was observed. The line was cut flush with the support plate. The reported condition of leak was verified. The cause of the leak was due to the cut on the access line pump near the support plate. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.